Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite pump infusion set was missing a component the following information was received by the initial reporter with the following: it was reported by customer that there is no wheel for the roller clamp. This would have resulted in no way to clamp safely and securely the tubing to prevent blousing.

Manufacturer narrative:
Four samples were returned for investigation. The sets were examined for defects and abnormalities. No defects or abnormalities were observed. The customer complaint was unable to be replicated. The root cause could not be determined because the issue could not be replicated. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.